Manufacturer narrative:
The initial MDR 2432235-2018-00200 was filed on 02-may-2018. Additional information (14-apr-2018): a siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and checked and replaced the pump seals. The cse unblocked and tested the waste check valve and performed shutdown wash and precision run. The cse re-aligned the reagent probe 1 and ran quality control, which was acceptable. The cse also replaced the pump seals to dilution probe discharge pump, reagent probe 2 pump and sample probe pump. The cause of the discordant calcium results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Section h6 has been updated with device, method, result, and conclusion codes.

Manufacturer narrative:
The cause of the discordant calcium results on patient samples is unknown. Siemens is investigating the issue.

Event description:
Discordant calcium results were obtained on patient samples on an advia chemistry xpt instrument. It is unknown if the samples were repeated and if the initial and/or repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant calcium results.